Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the occluder did not turn on. The occluder suddenly turned on by leaving the switch on. The device was not changed out, as the user did not use the unit for surgery and used forceps instead. The surgical procedure was completed successfully. There were no delays, no blood loss, or adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The subsidiary's mfg engineering center (mec) was unable to duplicate the reported issue.